Event description:
It was reported to baxter (B)(4) that the catheter tubing of a clearlink catheter ext set split during use. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation; however, photographs have been provided by the customer. The evaluation has not yet been completed. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A photograph of the device was available for evaluation. Inspection of the photo revealed a hole in the tubing. No cause could be determined. Should additional relevant information becomes available a supplemental report will be submitted.